Manufacturer narrative:
Findings: unit received with cracked and bleeding on glass on lcd board. Unit received missing end cap sticker. Unit received with cracked case at display window corners. Unit received with broken battery tube threads. Unit received with corroded battery tube. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 185 mg/dl. Customer stated that there is lcd screen damaged. The customer stated that she dropped the pump on tile. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.